Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6). This device is not cleared for distribution in the united states; however, a similar device manufactured by zimmer biomet is cleared in the united states under 510k number k150850.

Event description:
It was reported in a journal article that a patient experienced leakage of cement into the vetebral canal, requiring surgical decompression for relief of the radicular pain.